Manufacturer narrative:
As of this date, this item has not been returned to the manufacture for eval.

Event description:
The reporter stated that the end-user was with some friends, a friend was pushing the end-user down, and incline at a fast speed when the chair ran into a crack in the sidewalk, causing the chair to come to a quick stop, the end-user's friend that was pushing the end-user, his momentum pushed the chair forward causing the end-user to fall. There were no injuries to the end user as initially reported.